Manufacturer narrative:
E1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head had a flickering image. The issue occurred during sedation in a laparoscopic lung regionalization. The procedure was completed using an olympus back-up device. There were no reports of patient harm.